Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary tower, had a tower door malfunction. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 11-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the components inside tower door 4 were overloaded. A field service engineer checked and found that the tower door was overloaded which caused the door to fail. The customer removed an item to resolve the issue. The system functioned as intended after the field service engineer assessed the device.